Manufacturer narrative:
Date is approximate with month/year validity. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a basic evaluation trial patient with an external neurostimulator (ens) for non-obstructive urinary retention. It was reported by a basic evaluation patient¿s spouse that the device was causing the patient¿s symptoms to worsen and that it was not working. The spouse stated that the patient had been having cathed volumes of 50 to 100 cc¿s prior to the evaluation and that their current cathed volumes were between 200 and275 ccs. The patient was also told that they would need to lower the stimulation after the procedure as they were numbed. The patient also stated that they were told they would feel the stimulation in their bladder and pelvic area however they were feeling it in their buttocks. The patient¿s spouse stated that they had been increasing the stimulation to see if that would help the patient¿s symptoms however when they reached 2.9 on the right side the stimulation began to affect the patient¿s bowels. The spouse also stated that as the patient was under the effects of anesthesia that adjustments to the stimulation had to be made when they got home. On (B)(6) 2019 the patient stated when they increased their device they had more bowel movements. The patient was advised to contact their health care physician (hcp) to discuss their changes in their bowel movements. On (B)(6) 2019 the patient stated again that prior to the evaluation they were only cathing about 50 ccs and that now they were cathing 250 ccs. The patient again stated the device was not working. On (B)(6) 2019 the patient¿s spouse called to report that during the time the patient was doing the evaluation there were times when the device would not be working. The spouse stated that when they would wake the device it would say it was ¿looking for connection,¿ or ¿connection lost.¿ the spouse wanted to know if the patient¿s therapy even worked. There were no further complications reported.